Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 health effect - impact code. Additional information: a2, e1. Additional information was requested, and the following was obtained: date of index surgical procedure? Unknown. On what tissue was the suture used? Subcutaneous fat layer. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Yes. What tissue dehisced? According to surgeon, yes it was dehisced. Please describe the appearance of the suture during the second procedure. Unknown did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Unknown if it broke or separated from tissue did the sutures barbs not engage in the tissue? Unknown. Did the suture pull out of the tissue? Uknown. Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Unknown, but patient said an "antibacterial" spray was applied to it post op by patient. Onset date/time of dehiscence? (# post op days) uknown. Please describe any surgical intervention required for the wound dehiscence including date and findings. Surgeon reapproximated the incision. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown. What symptoms did the patient experience following the index surgical procedure? Onset date? Unknown. Other relevant patient history/concomitant medications? Unkown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Unknown. Lot number? Unknown. Surgeon's name? (B)(6) dr.

Event description:
It was reported that a patient underwent a panniculectomy on an unknown date and barbed suture was used. The patient had a ¿breakdown¿ of their incision and surgeon had to reoperate. Surgeon said he doesn¿t believe it to be anything to do with the closing sutures but not sure what happened. Patient's husband said that he sprayed an ¿antibacterial¿ substance on patient's incision post op. Surgeon said it could have had something to do with it. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Please describe the appearance of the suture during the second procedure. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days) please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?.